Event description:
It was reported that the patient underwent implant of the shunt on (B)(6) 2012. On (B)(6) 2012, at the patient's one (1) week post operative visit, serious choroidal effusion was confirmed as a post operative complication and the tube was sutured. On (B)(6) 2012, it was reported that the effusion was resolving. On (B)(6) 2012, at the one (1) month post operative visit, conjunctiva wound dehiscence was confirmed. On (B)(6) 2012, at the six (6) month post operative visit, the conjuctiva wound dehiscence was still observed. No further medical or surgical intervention has been reported.

Manufacturer narrative:
Device code: (B)(4) - baerveldt shunt. PMA: k955455. The device remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.